Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During procedure to treat atrial fibrillation (a fib), an intellanav mifi open-irrigated catheter was selected for use. It was reported that after about 11 minutes of ablation, the generator alarmed "excessive temperature" and the luer lock tip off the irrigation port on the catheter was noted to be completely detached and blood leaking out. Catheter was exchanged and case proceeded. No patient complications were reported. Catheter is expected to be returned for analysis.

Event description:
During procedure to treat atrial fibrillation (a fib), an intellanav mifi open-irrigated catheter was selected for use. It was reported that after about 11 minutes of ablation, the generator alarmed "excessive temperature" and the luer lock tip off the irrigation port on the catheter was noted to be completely detached and blood leaking out. Catheter was exchanged and case proceeded. No patient complications were reported. The product was received by boston scientific for analysis.

Manufacturer narrative:
The intellanav mifi open-irrigated ablation catheter was returned to boston scientific and analyzed. Visual inspection found that the irrigation extension tubing was totally detached/separated from the luer fitting at the adhesive joint. A twist in the catheter shaft was also noted. The reported clinical observations were confirmed during product analysis.